Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/15/2019. Corrected information: d3: manufacturer name, city and state, g1: MFR site. Additional information was requested and the following was obtained: what is the specific number of devices that failed during the procedure? No further information is available. No further information will be provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the specific number of devices that failed during the procedure?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needles were detached from sutures easily in a row during use. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.